Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 april 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. During procedure, the valve was failed to recapture and place. The flexnav was noted to be damaged and bent. The devices were removed, and a new 25mm navitor valve and flexnav delivery system were used. The final results were satisfying and there were no patient consequences. The patient remained hemodynamically stable throughout the procedure. There was a delay of 20-30 minutes without any patient effects or adverse events. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem and material twisted/bent was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, the valve was failed to recapture and place. The flexnav was noted to be damaged and bent. The devices were removed. In this case, the returned device analysis confirmed the reported material bent of the inner shaft (inner lumen). Additionally, it was observed that the valve capsule was deformed. The reported retraction problem could not be replicated in a testing environment due to the returned conditions of the device (deformed/kinked device). Based on the available information, the reported retraction problem appears to be related to the bent inner and material deformation of the valve capsule. However, the cause for the report material twisted/bent and observed material deformation of the valve capsule could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.